Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was being used to treat a lesion in a patient. It was reported that the stent became stuck, caught in heart. The patient had to be transported to another facility where an emergency triple bypass surgery was carried out. Another stent was also placed during this surgery. Due to the loss of blood, the patient required a blood transfusion. Patient stated that they are on edge following the procedure and that scars are present on their legs due to graphs being required during the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.